Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the infusion was not working on a retinal system during a procedure and there was no pressure to the patient's eye. The system was exchanged to complete the case. There was no patient harm.